Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited high capture thresholds. The patient was asymptomatic and there were no adverse events. The lead was capped and replaced on (B)(6) 2016 during routine device change out procedure. The patient's condition post procedure was good without any issues.